Event description:
Mr290 chamber failed to shut off the water flow from a 2 liter bag of water which resulted in overfilling the chamber and flooding the inside of a siemens 300 ventilator via the inspiratory outlet. There was no patient attached to the vent at the time, therefore no patient injury or involvement. The blue float appears to move very sluggishly compared to other mr290 chambers from the same box. The MFR observed that the chamber dome was impact damaged in two areas. Initial inspection revealed that the float assembly had been dislocated from it's location inside the chamber. The chamber was disassembled and the component parts were closely inspected, the floats and assembly were damaged, possibly due to the impact damage. The damage to the components was sufficient to cause the float assemblly not to operate correctly. The MFR conclude that it is most likely that the damage to the chamber occurred after leaving the MFR's production facility.